Event description:
A doctor's office alleged that a patient had experienced the debonding of crowns after placement with nx3 cement.

Manufacturer narrative:
Patient specifics with regard to gender, age and weight was not provided. The doctor took an impression an hour after cementation of crowns for tooth #3 and #4. Upon removal of the impression, crown for tooth #3 had debonded. The patient returned the following day and a crown for tooth #4 had debonded while the assistant was using a water pik. The doctor re-cemented the crowns without further incident. To date, the patient is doing fine. The product was not returned and no lot number was provided; therefore, no evaluations can be conducted.